Event description:
While in the hospital for an unrelated issue, it was reported that the pump did not deliver insulin as requested for a bolus. A blood glucose (bg) level was not provided; there was no reported adverse impact to customer's bg level. The customer reverted to an alternate method of insulin therapy. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.